Manufacturer narrative:
Additional information: h4: the lot was manufactured november 29-30, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid in the bladder which suggests a possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during patient infusion. The expected infusion time was 7 days; however, device disconnected after 5 days due to insufficient flow. The device contained fluorouracil 2632mg in sodium chloride 0.9%. The infusion was administered through a peripherally inserted central catheter (PICC) line, using a single lumen 21g (4 french) catheter. The device was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.